Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 237 mg/dl. Standard troubleshooting was performed. The customer's insulin pump was exposed to moisture damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.